Event description:
It was reported that the subject coil was successfully implanted into the target aneurysm on (B)(6) 2024. Post-procedure, imaging dsa (digital subtraction angiography) revealed an occlusion status post-implant assessment ¿ raymond class of 1. During patient follow up visits at 3 months, MRI (magnetic resonance imaging) test was performed on (B)(6) 2025, as showed occlusion status raymond roy score of 3a. 12 months imaging dsa performed on (B)(6) 2025, occlusion status post-implant assessment ¿ raymond class of 3b and mrs (modified rankin scale) was 0. Per physician¿s opinion, the reported event was due to coil compaction as a new embolization procedure will be scheduled to treat an increase in occlusion post implant. No other information was provided.

Manufacturer narrative:
D4 lot#: updated from 'unknown' to '24935185', d4 gtin: updated, d4: expiration date: added, h4: manufacturing date: added.

Event description:
It was reported that the subject coil was successfully implanted into the target aneurysm on (B)(6) 2024. Post-procedure, imaging dsa (digital subtraction angiography) revealed an occlusion status post-implant assessment ¿ raymond class of 1. During patient follow up visits at 3 months, MRI (magnetic resonance imaging) test was performed on (B)(6) 2025, as showed occlusion status raymond roy score of 3a. 12 months imaging dsa performed on (B)(6) 2025, occlusion status post-implant assessment ¿ raymond class of 3b and mrs (modified rankin scale) was 0. Per physician¿s opinion, the reported event was due to coil compaction as a new embolization procedure will be scheduled to treat an increase in occlusion post implant. No other information was provided.

Event description:
It was reported that the subject coil was successfully implanted into the target aneurysm on (B)(6) 2024. Post-procedure, imaging dsa (digital subtraction angiography) revealed an occlusion status post-implant assessment ¿ raymond class of 1. During patient follow up visits at 3 months, MRI (magnetic resonance imaging) test was performed on (B)(6) 2025, as showed occlusion status raymond roy score of 3a. 12 months imaging dsa performed on (B)(6) 2025, occlusion status post-implant assessment ¿ raymond class of 3b and mrs (modified rankin scale) was 0. Per physician¿s opinion, the reported event was due to coil compaction as a new embolization procedure will be scheduled to treat an increase in occlusion post implant. No other information was provided.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description indicates recanalization was due to coil compaction of both trenza coils and the subject coil. No device malfunction was reported during the initial procedure. A probable cause of anticipated procedural complication will be assigned to this event. This appears to be an event where a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labeling and/or risk documentation files.